Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized on the same day of onset. The patient was treated intraperitoneally with fortaz 1 gram twice daily for the peritonitis event. The patient was discharged after eight days of hospitalization and was recovering from the event. Treatment was scheduled to be discontinued thirteen days after the receipt of this report. Action taken with dianeal therapy was not reported. No additional information is available.